Event description:
It was reported that a hole was found in the carbon fiber of the monopolar curved scissors instrument. The hole was reported as being located 1 cm above the metal ring. No further information was available. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of main tube to have a .125" diameter hole burned through the main tube. The hole is located .560" above the interface with the tube extension. The tube extension seal is burned in the same location as the hole. A crack was found on the main tube that runs from the distal end of the main tube to the bottom of the hole. The crack likely created a path for arcing. The crack may have been inherent in the main tube. A cracked main tube is a common feature with this failure mode. Electrical continuity passed. No other damage found.